Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2019,a balloon was found ruptured when it was used on a patient. It was changed to new one. There was no impact on the patient.

Manufacturer narrative:
Qn#(B)(4) due to no actual sample returned for this investigation, simulation test has been performed on representative samples from production. There was no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
It was reported that on (B)(6) 2019,a balloon was found ruptured when it was used on a patient. It was changed to new one. There was no impact on the patient.